Manufacturer narrative:
A philips authorize technician went on site to evaluate the situation and stated that the monitor is alarming as expected. The technician reviewed the audit log trail for the patient's alarm history. The results show that the device was alarming as expected. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. Out of precaution, the technician reloaded the mx800 monitor and the configuration has been restored. The device was tested and operational. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1; (B)(6). The feild service engineer performed a software recharge of the mx800 monitor and restored the configuration. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that no heart rate alarm sounded. The device was in clinical use at time of event, no adverse event was reported.